Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification was performed which noted the female connector was separated from the main body of the transfer set twist clamp. The reported condition was verified. The cause of the condition was inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the dark blue piece (female connector) and the light blue piece (main body) of a minicap transfer set. This was observed prior to starting peritoneal dialysis therapy. It was further reported that the transfer set "fell apart" and the "dark blue piece was unscrewing from the light blue gripper". The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.